Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" however, specific value was not provided. Suspected cause was due to the customers basal rate, correction factor and carb ratio settings needing adjusting. Customer addressed bg level via correction bolus via pump. Reportedly, customer consulted their healthcare provider who advised settings adjustments, tandem technical support assisted customer in making settings adjustments.